Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This was a case of ercp approach to the bile duct. The stent kinked before insertion into the patient (B)(4), so another zebd-7-7 (lot# unknown) was used to complete the procedure. Patient outcome: no adverse effect on the patient has been reported. Patient/event info - notes: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact before insertion into the patient 2 what was the target location for the stent? The bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* 5 was the wire guide lubricated prior to use? 6 was the device at the centre of the complaint inspected for damage prior to use? Unknown 7 was the wire guide inspected for damage prior to use? 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 11 if not with the device in question, how was the procedure finished? Another zebd-7-7 (lot# unknown) was used to complete the procedure. 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? Unknown. 25 did the patient require any additional procedures as a result of this event? No. 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No.

Manufacturer narrative:
Device evaluation: 01 x zebd-7-7 device of lot unknown was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4). Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Documents review: prior to distribution all zebd-7-7 devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records could not be completed as the lot number is unknown. Historical data not reviewed as lot number is unknown. It should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The instructions for use, ifu0045 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the instructions for use (ifu0045) states the following: ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a smaller than required size wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary: failure identified: user error smaller than required wire guide used. Confirmed quantity of 01 device confirmed used. A definitive root cause of user error can be attributed to the use of a smaller than required size wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. As per information stated a 0.025" wire guide was used. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 27-aug-2024.